Event description:
It was reported that the connector for the blood pressure monitor was observed to be scratched and stained in brown before use.

Manufacturer narrative:
The device was not received for evaluation.